Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that the drawer was not detected on the bus. The field service engineer (fse) reseated all cables in drawer 3, checked all the row board cables, and removed all cubies. The fse cleaned the connections with alcohol wipes and cleared any debris, then reinstalled the cubies and opened all lids. In drawer 3.2, the fse checked for trash after opening the lids. After rebooting the medstation, the customer logged in and successfully recovered the drawer failure, then inventoried multiple medications in drawer 3.1. Additionally, in the hardware test application, the fse inspected all cubie drawers for trash, tested face plates for looseness, and tightened them as needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.